Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient did not have the external devices with her to troubleshoot. The reason for call was patient reported the unit don't work for about 2 months. Patient reported she has been trying to charge the implant for the last couple months. Patient stated she is not at home and did not have the external devices with her. Patient stated she is in a car. Ps recommend patient call ps back when she have the external devices with her to troubleshoot. Additional information was received from the patient. The reason for call was pt reported for the past couple months they've been unable to charge their ins. Due to the nature of the caller, patient services (ps) had difficulties confirming what exactly displayed on the recharger when attempting to charge the ins. Pt said they saw a picture of a plug but that was because they had the recharger connected to the recharger. Pt stated when they press the green button, nothing happens. Patient services suspects possible overdischarge and reviewed information with pt. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Pt reported that they will be having surgery to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2022. The patient reported that their device was not working because they couldn't charge it up. They stated they called a couple months prior regarding this. They reported they were able to charge the ins about a month prior ((B)(6) 2022), but still nothing was working. Patient services attempted troubleshooting and reviewed that the ins was expected to reach end of life in (B)(6) 2022. The patient was redirected to see their doctor. They requested physician listings for assistance with finding a new doctor.

Manufacturer narrative:
Correction: img code updated / changed to g02002. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.